Event description:
It was reported that the patient never had therapeutic effect from their implantable neurostimulator (ins) therapy. It was noted that the ins was implanted for constipation and overactive bladder (oab) but the therapy was not helping them. The patient stated that, recently, they noticed their toe curling over the big toe. The patient lowered the stimulation which did not help the issue so they changed to another program. The patient also stated that they were told that one of the electrodes ¿is not working¿ but they did not know why. The patient was going to adjust the device and monitor their symptoms. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0buyy, implanted: 2013-(B)(6), product type lead. Product ID neu_un known_prog, product type programmer, physician. Product ID 3889-28, lot# va0buyy, implanted: 2013-(B)(6), product type lead. (B)(4).